Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately three years later, a computed tomography of abdomen and pelvis was performed for filter check. The study showed that positive for caval perforation. Superior extent of the inferior vena cava filter inferior l1 vertebral body and inferior extent l2-l3 disc space. A total of six prongs have perforated the inferior vena cava with maximum distance prongs perforated 4 mm. Coronal images showed six-degree tilt right to left and sagittal images showed five-degree tilt posterior to anterior. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 03/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with unknown medical complication. Approximately three years later post filter deployment, it was alleged that the filter struts perforated outside the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.